Event description:
A caller reported a malfunction on their tandem pump, which was identified as malfunction code 199 while the pump was being updated. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assistance for resetting the pump, but the caller was not able to perform the reset during the call and planned to call back for further assistance.